Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported reset anomaly was confirmed in the laboratory and was due to a low battery voltage. Based on all available parameter and usage information, longevity calculation found the battery to be within expected limits. The device was analyzed with a new battery and found to be normal. The battery was sent out to the vendor for further evaluation; no anomaly was detected. Multiple charges occurred at near the end of battery life causing additional charges, which further decreased the battery voltage resulting in power on reset. The battery depletion was believed to be caused by a vt storm. The battery depletion was normal.

Event description:
Patient presented to the ER after passing out at a stop sign. Upon interrogation, the device was found to be in bvvi mode. The device was explanted.

Event description:
Reportable based on the product analysis completed on (B)(6) 2010. It was reported that during a coronary stenting treatment procedure, a shaft kink occurred. The 85% stenotic lesion was located in the moderately calcified mid left anterior descending artery. The physician dilated the lesion with a 1.5x15mm unspecified balloon. Then the physician began the introduction of the 2.5x24mm taxus liberte stent into the patient and observed that the shaft had folded. The procedure was completed with another 2.5x24mm taxus liberte stent. No complications were reported and the patient's status is stable. However, the returned product analysis revealed that the shaft was broken.